Event description:
Customer reported that when you stand as far as 8-10 feet away from the transmitter and press the pager there is no alarm. The batteries have been replaced with a new supply. There is no visible damage to the outside of the transmitter or pager. There was no patient contact reported.

Manufacturer narrative:
(B)(4). Results: inspection of the returned product revealed the transmitter does not sit flush. The unit only alarms from a maximum distance of a foot. Both the chime and vibrate functional work as they should. Unit was tested without any interfering obstacles. Note: posey instructions for use. Change batteries at once if: transmitter led light is dull or fails to illuminate; or pager signal is weak or tone is inaudible. Check signal range of pager. A 100 ft (30 m) is normal, but may vary depending on building construction. Make sure to stay in range at all times. (B)(4).